Manufacturer narrative:
According to the facility on (B)(6) 2025 the staff member "applied the pad to patients' right thigh. After surgery about an inch size of skin burn was noticed where the grounding pad was applied and the attending began to treat it immediately". Per the facility the skin was clean, dry, and intact and it was not placed over metal or a tattoo. Per the facility the patient required "bacitracin and debridement of wound". No additional information is available. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025 the staff member "applied the pad to patients' right thigh. After surgery about an inch size of skin burn was noticed where the grounding pad was applied and the attending began to treat it immediately".